Event description:
Product used to anchor venous needle during dialysis therapy. Venous needle become dislodged from the wrist due to the tape not adhering sufficiently. Pt lost 30cc of blood. Treatment was stopped. The facility indicated that the pt was not injured and not other intervention was required.

Manufacturer narrative:
The product complaint investigation was concluded and showed that the product had met specifications. Activities are summarized.